Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to infection. Additional information obtained from the field which indicated that the field representative confirmed that there was no infection observed. The lead exhibited intermitted noise. No additional adverse patient effects were reported.